Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient developed an infection at scs lead site. Infection was diagnosed and patient was treated with antibiotics orally and by IV as well as surgical flushing of the incision site. Consequently, patient underwent surgery on (B)(6) 2018 and scs lead were explanted. Issue has been resolved.